Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an air leakage from near the connector section issue during a reprocessing procedure. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped (component failure of the light guide bundle), component failure of the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle chipped was caused by a component failure of the distal end of the video telescope (component failure of the light guide bundle). The cause was traced to component failure. A review was performed using the instructions for use (IFU). No anomalies were found. There was no indication that this device was not used in accordance with the IFU/labeling. The reported risk/harm are listed in following section of instruction manual_wa50042a. Chapter 2.5 general dangers, warnings and cautions. Caution risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section "inspection" in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 7.1 inspection warning risk of injury to the patient due to damaged video telescope. Inspect the video telescope for visible damage: ¿ make sure that the product has: - no dents, cracks, bending, or deformations. - no cuts and other defects on the outer sleeve of the cable. - no scratches. - no corrosion, dirt or debris. - no lens damages or cover glass damages. - no missing or loose parts. ¿ check all markings on the product for clear visibility. Chapter 9.4.3 manual disinfection procedure olympus has validated manual disinfection of the video telescope with the following disinfectant: - cidex opa solution manufactured by johnson & johnson - 12 minutes immersion time at 25 °c (68 °f) the instructions in this chapter are based on the validated disinfectant as specified above. If other disinfectants are used, select immersion times, concentrations and temperatures of the solutions as instructed by the manufacturer of the disinfectant. 1. Create a disinfectant solution as instructed by the manufacturer of the disinfectant. 2. Completely immerse the video telescope in the disinfectant for 12 minutes. Make sure that there are no air bubbles on the video telescope while immersed. 3. Remove the video telescope from the disinfectant. 4. Rinse the video telescope by completely immersing it in 15 liters of sterile water for at least 1 minute. 5. Repeat the rinsing step twice. Always use fresh portions of water for each rinse. 6. Let the video telescope dry at room temperature. To support drying, use a use a clean lint-free cloth or filtered compressed air. 7. Check that no residual rinse water remains on the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.